Event description:
Hospital staff report that during an open heart procedure an attempt was made to deliver a shock to the pt through internal paddles. Reportedly, the device indicated energy fault and the staff believe the device did not deliver a shock to the pt. The heart room staff installed external defibrillation electrodes in preparation to shock the pt. The pt's heart restarted without the need of a shock. The reporter stated there were no adverse affects to the pt as a result of device operation. This is the second device used during the procedure.